Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air gaps observed in the tubing. Customer changed out the infusion set and reportedly, insulin delivery was resumed. Customer's blood glucose (bg) was 400 mg/dl and a bolus was delivered to address bg.